Event description:
It was reported that the patient developed a device pocket hematoma after the implant. The patient had to undergo a pocket hematoma evacuation. There is no product performance allegation against the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).